Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The september 2016 angiodynamics complaint report was reviewed for the convenience kit and syringe product families for the failure mode "broken o-ring. " no adverse trends were identified. When the returned, used convenience kit was visually examined it was noted that a piece of the o-ring was broken and was in the fluid path of the syringe. A visual inspection was performed on the rotating adaptor, and confirmed a piece of the o-ring was missing from the bottom o-ring in the stem cup. The reported complaint is confirmed. The root cause of air in the system was caused by the broken o-ring in the rotating adaptor assembly on the syringe extension line. The broken o-ring is a result of the o-ring being placed at an angle inside the extension line stem cup. Correct orientation of the o-ring in the stem cup is horizontal, lying flat in the bottom of the stem cup. With the o-ring tilted, it allowed the o-ring to be broken by the rotating adaptor (ra) component as it was assembled onto the stem cup and swaged. When the rotating adaptor (ra) is then placed onto the stem cup with a tilted o-ring, a portion of the o-ring may be forced into the lumen below the stem cup or the o-ring may be cut. The o-ring install and swage process of extension line of the syringe can either be completed using manual methods or on an automated machine. In this case a manual method was used. The root cause of the o-ring being placed in the stem cup at an angle was a result of operator error. The o-ring is manually placed using a stylus tool. Tooling and equipment for applying the o-ring into the stem cup of the syringe extension line and for the swaging process of the ra were reviewed. No issues were discovered. All employees who worked on assembly of the syringe from the reported kit lot were made aware of this report and retrained on the applicable procedures. (B)(4).

Manufacturer narrative:
The device from the reported event has been returned to angiodynamics, however the device evaluation is not yet completed. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported by (B)(4) distributor in (B)(6), while utilizing a convenience kit, the end user noticed air entering the system from the manifold. No air was injected. The kit was replaced with another, and the problem did not recur.